Event description:
An optometrist reported having rec'd a letter from a lawyer stating that a male client had experienced an acanthamoebal infection in july/august 2001 associated with wear of focus dailies contact lenses. The patient was a professional diver and was fitted with focus dailies by the optometrist four to five years ago. The optometrist has not seen the patient since the initial fitting.